Event description:
The customer reported the system could not recall cine runs. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the hard drive. The system operates as intended.